Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized due to hypoglycemia, and her mother believes the insulin delivery of the infusion device is inaccurate. She had a seizure and was taken to the hospital by her mother. Her blood glucose was 40 mg/dl when she arrived, and she was admitted to the hospital for 1 day and treated with a glucose drip. The alleged product was requested for evaluation.